Event description:
The customer reported that while the iabp was in use on a patient, the iabp pump went to standby and would not restart in ECG trigger. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative spoke via phone with the facility representative and indicated to try auto and semi once again, hitting start. No response from pump in either, auto or semi-auto. The alarm was not heard. And informed that there was no messages display on the screen. The customer changed trigger source to v/av in semi auto, pump resumed pumping and was able to capture every beat. Customer decided to replace the pump and continued with the therapy without patient injury. Customer decided to provide service to the pump reported. A supplemental medwatch report will be submitted if additional information from the customer becomes available. (B)(4).